Event description:
It was reported by the patient's legal representative that the patient underwent a total hip arthroplasty on her right side on (B)(6), 2008. Revision procedure was attempted on (B)(6), 2013, but was abandoned as surgeon could not remove the femoral head and the femoral stem was well bonded. Revision procedure was performed on (B)(6), 2013 due to elevated metal ion levels and adverse reaction to metal debris. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.